Manufacturer narrative:
The tandem t:slim pump user guide indicates that the novolog insulin was tested and found to be safe for use in the t:slim pump for up to 72 hours. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer cleared the alarm and resumed insulin delivery. The next day, the customer's blood glucose (bg) was 454 mg/dl. After changing the cartridge and infusion set, a correction bolus was delivered. The customer was then admitted to the hospital with diabetic ketoacidosis. The customer was treated with fluids, magnesium, potassium fluoride and an insulin drip. The customer's bg level lowered to 247 mg/dl; the customer's target bg range is 150-250 mg/dl. As the customer had changed the supplies prior to contacting tandem technical support, troubleshooting to determine a possible cause was unable to be performed. Reportedly, the customer had been using the supplies for 6 days prior to the occlusion alarms.